Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the syndesmosis initial surgery was performed on a young patient in (B)(6) 2019 with two arthrex tightropes, ar-8926t. In (B)(6) the patient came back with a small open wound on the medial malleolus, at the level of the button of the proximal tightrope, and redness on the lateral side, again on the level of the button of the most proximal tightrope. The surgeon decided to take out the proximal tightrope, the distal tightrope was left into place. It is unclear where the reaction comes from. A culture has been taken from the inflamed tissue, no results yet.